Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the omnipod controller fell several times and subsequently broke, leading to a cut on the patient¿s finger. The patient stated that she had glass in her finger and was bleeding, prompting her to seek medical attention. She presented to a clinic where a healthcare professional applied an antibacterial cream to the wound. The medical visit lasted approximately ten minutes. No further medical intervention was reported. The reported event occurred due to accidental physical impact. No product malfunction was reported.